Manufacturer narrative:
The exact event date is not known. The exact catalog and lot number is not known. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), ivc stenosis, filter fracture, migration, tilt, embedment, and pericaval hemorrhage. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of deep vein thrombosis, stenosis of the inferior vena cava and pericaval hemorrhage could not be confirmed or further clarified. These events do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The optease inferior vena cava filter is not intended for use in the prevention of deep vein thrombosis. Without procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, and the cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt, migration and fracture has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided, it is not possible to establish a relationship between the reported events and the device. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), ivc stenosis, filter fracture, migration, tilt, embedment, and pericaval hemorrhage. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due their history of deep vein thrombosis (dvt) with development of a 2nd dvt while on adequate anticoagulation. During implantation of the filter via right common femoral vein, the filter was deployed at the l1-2 interspace. Deployment was satisfactory with good alignment and no apparent complications. According to the information received in the patient profile from (ppf), approximately on or about two years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have filter fracture, migration of entire filter other than to heart, tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of ivc, bleeding and stenosis. Approximately on or about three years and five months post filter implantation, the filter was removed percutaneously. However, the patient states that six barbs remain embedded in the ivc wall which were attempted to also be removed the day the rest of the filter was removed but the procedure was unsuccessful in removing the remaining fractured filter struts. The patient also reports to suffer from back pain from the bleed, hip pain, mid back pain, abdominal pain, headaches, and pulmonary embolism. The patient states that they have chest pain daily since the removal. The patient reports to have spent months crying, praying, and with the uncertainty if they were going to make it through the removal procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, filter fracture, migration, tilt, embedment, pericaval hemorrhage, blood clots, clotting and/or occlusion of the ivc, post procedure pulmonary embolism (pe) and the device is embedded. The patient also reported experiencing pain and anxiety. According to the medical records the indication for the filter implant was a history of dvt and the subsequent development of a dvt despite adequate anticoagulation. The filter was placed via the right common femoral vein and deployed at the l1-l2 interspace. Deployment was satisfactory with good alignment and no apparent complications. Approximately three years and five months post implant, the filter was removed percutaneously. The indication for removing the filter and the dictated procedural notes of the explant have not been provided. The patient states that six barbs remain embedded in the ivc wall which were not able to be removed during the filter explant procedure. The patient also reports to have experienced back pain from the bleed, hip pain, mid back pain, abdominal pain, headaches, and pulmonary embolism. The patient states that they have chest pain daily since the removal. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of deep vein thrombosis, stenosis of the inferior vena cava and pericaval hemorrhage could not be confirmed or further clarified. Blood clots, clotting and/or occlusion do not indicate a device malfunction. Rather, patient, pharmacological and vessel characteristics may have contributed to these events. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. A pericaval hemorrhage is most likely procedurally related. The trapease inferior vena cava filter is not intended for use in the prevention of deep vein thrombosis. Without procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, and the cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is possible that filter fracture occurred during the removal attempt. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt, migration and fracture has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. As indicated the back pain experienced by the patient is from the bleed. Anxiety, hip, mid back, abdominal and chest pain, and headaches do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections b5, b7, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: according to the information received in the phase 2 discovery form, the patient received an ivc filter because of dvt and may-thurner syndrome. Additionally, the patient reports to have suffered from filter perforation of ivc wall into the pericaval/mesenteric fat, abdominal pain, filter fracture, filter tilt, complex, laser-assisted removal of filter, retained fractured filter barbs following removal, embedment of filter barbs, hematuria with clots, pericaval hemorrhage, back tenderness, back pain, nausea, pulmonary embolism, and stenosis. The patient also states to be on prescribed norco, percocet/oxycodone/hydrocodone, morphine treatment, lovenox/enoxaparin treatment, prescribed heparin, and have undergone venoplasty/angioplasty. Corrected data: section d2 product code. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, filter fracture, migration, tilt, embedment, pericaval hemorrhage, blood clots, clotting and/or occlusion of the ivc, post procedure pulmonary embolism (pe) and the device is embedded. The patient has also reported perforation of the filter into the pericaval/mesenteric fat, abdominal pain, retained and embedded filter barbs, hematuria with clots, a pericaval hemorrhage, back pain and tenderness, and nausea. The patient also reported experiencing pain and anxiety. The patient reports being prescribed norco, percocet/oxycodone/hydrocodone, and morphine treatment in addition to lovenox, and heparin. According to the medical records the indication for the filter implant was a history of dvt and the subsequent development of a dvt despite adequate anticoagulation. Additional information indicated that the filter was placed due to may-thurner syndrome. The filter was placed via the right common femoral vein and deployed at the l1-l2 interspace. Deployment was satisfactory with good alignment and no apparent complications. Approximately three years and five months post implant, the filter was removed percutaneously. The indication for removing the filter and the dictated procedural notes of the explant have not been provided. The patient states that six barbs remain embedded in the ivc wall which were not able to be removed during the filter explant procedure. The patient also reports to have experienced back pain from the bleed, hip pain, mid back pain, abdominal pain, headaches, and pulmonary embolism. The patient states that they have chest pain daily since the removal. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of deep vein thrombosis, stenosis of the inferior vena cava and pericaval hemorrhage could not be confirmed or further clarified. Blood clots, clotting and/or occlusion do not indicate a device malfunction. Rather, patient, pharmacological and vessel characteristics may have contributed to these events. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. A pericaval hemorrhage is most likely procedurally related. The trapease inferior vena cava filter is not intended for use in the prevention of deep vein thrombosis. Without procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, and the cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is possible that filter fracture occurred during the removal attempt. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Perforation of the ivc was also reported. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. The timing and mechanism of the tilt, migration and fracture has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if these events occurred during the removal of the device. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The patient reported being prescribed multiple blood thinners, hematuria is a common side effect of blood thinners, as is a urinary tract infection. As indicated the back pain experienced by the patient is from the bleed. Anxiety, nausea, hip, mid back, abdominal and chest pain, and headaches do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.